Event description:
This is a spontaneous report by a consumer from (B)(6) with follow up information from a physician of abdominal pain and peritoneal effluent cloudy in a patient (age not reported) coincident with dianeal, unknown therapy. In (B)(6) 2010, the patient began treatment for chronic renal failure with dianeal-n pd-2 (B)(4) and extraneal therapies (doses, frequencies, and lot numbers were not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient contacted baxter's technical service (bts) center regarding assistance with the homechoice device. During the call, the patient stated that she experienced abdominal pain and that her peritoneal effluent was cloudy. There was no allegation of device malfunction. Concomitant medications were not reported. The reporter did not provide an assessment of causality for the abdominal pain and peritoneal effluent cloudy in relation to dianeal therapy. On (B)(6) 2011 follow-up information was made by a physician. On an unknown date, the patient was diagnosed as peritonitis. An unspecified antibiotic was administered for the event. The patient was not hospitalized at the time of this report. Peritoneal dialysis (pd) therapy was continued unchanged and the event was resolved. The physician believed that the event was not related to pd solution and stated that in general, peritonitis was caused by endogenous disease or an external factor. As the patient did not have endogenous disease, the physician considered the event was caused by touch contamination. The physician assessed the event as non-serious.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.